Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found no abnormality related to the reported event was confirmed on the product's appearance. During the functional testing, no abnormalities were found in the product's operation. The cause is unknown as the event did not recur. The user is said to be pressurizing the test lung attached to the end of the patient valve, so it is assumed that the event is occurring due to that influence. No action was taken. Service history identified that no previous repair has been noted in the last 12 months.

Event description:
It was reported that the high-pressure alarm goes up to 60 even though it was set to 40. There was unknown patient involvement and unknown patient harm/adverse event reported.